Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an initial system test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve was recommended to replace in order to resolve the issue. The customer requested to continue with an in-house repair and to cancel the repair quote. No further investigation is required.